Manufacturer narrative:
The triglycerides reagent lot number and expiration date were not provided. Qc was within the assigned ranges prior to the sample measurement. The field service engineer exchanged the reagent and sample probes and adjusted them. He also adjusted the rinse volume at the rinse stations. No further issues were reported.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested with triglycerides assay on a cobas 8000 cobas c701 module. Sample 1: initial result: 225 mg/dl. Repeat result: 120 mg/dl (tested on another c701). Qc went out of range prompting the repeat of the sample. No questionable result was reported outside the laboratory. The repeat result was deemed to be correct. Sample 2: initial result: 312 mg/dl. Repeat result: 218 mg/dl. Sample 3: initial result: 300 mg/dl. Repeat result: 225 mg/dl. Sample 4: initial result: 299 mg/dl. Repeat result: 198 mg/dl. Sample 5: initial result: 231 mg/dl. Repeat result: 114 mg/dl.